Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. During investigation a crack at the battery compartment threads and below gripper pad was found. There was moisture residual found inside battery compartment. A leak test was performed and there was leakage from the battery case. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (d1e, 2008/06).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive. She confirmed that the keypad is intact; stated that the patient wears the pump in his pocket; and denied exposing the pump to cleaning products.